Event description:
One patient generated a false positive architect stat troponin-I assay result. The customer states that the sample generated an initial result of 0.020 ng/ml. The sample retested at 0.030 ng/ml, which the customer believes to be falsely elevated. The customer uses a cut-off value of 0.028 ng/ml. Controls were within specifications and no suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Accuracy testing was completed using retained kits of reagent lot 21173un11. Acceptance criteria were met, which indicates acceptable product performance. Panel testing shows that the lot performs per specification. Information provided by the customer found that the retest of the same sample gave expected results, but there is no indication of the cause for the initial disrepant result. No additional issues were identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer issue. A review of customer provided information and data along with the current evaluation found no product malfunction. The assay is performing as expected. Suspect medical device: catalog# from 02k41-25 to 02k41-28. Customer cut-off value corrected to 0.030 ng/ml.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).